Manufacturer narrative:
Section b5: medwatch form: (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through user facility medwatch that the patient had received two blood transfusions. The patient's hemoglobin upon their admission was 5.8 and the patient had an inr of 1.2. The patient continued with coumadin therapy and their inr goal was reduced to 1.5-1.8.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous gastrointestinal bleeds are covered in MFR numbers 2916596-2019-03021, 2916596-2020-03003, and 2916596-2020-02897 and user facility report # 3601800000-2020-8002 no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was admitted on (B)(6) 2020 due to a gastrointestinal (gi) bleed and anemia. The patient presented with hematochezia and underwent a colonoscopy. No culprit lesions were found. The patient expired during hospice care. The patient's outcome was indirectly device related due to poor quality of life from multiple gi bleeds.